Event description:
Rptr indicated that physician noticed that the "second electrode coil was broken" on the lead while performing an implant. Product analysis identified a slice mark on the connector ring inner silicone tubing and kinked quadfilar coil. No other obvious anomalies were noted.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a death or serious injury.